Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was implanted in an endovascular procedure. Endoanchors were also implanted. It was reported that during the procedure, cardiovascular ischemia occurred which required intervention. An unscheduled thrombolysis or thrombectomy was performed and at least one additional endoprosthetic component was placed. The event was assessed as possibly device related and having a causal relationship to the procedure. No cause of the event was reported. No additional clinical sequalae were reported and the patient will be monitored.